Event description:
It was reported that during setup conducted prior to the start of a surgical procedure, the rover power plug sparked when being inserted in the wall outlet. Backup equipment was used to complete the scheduled procedure, without causing a delay. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service rep was sent to the user facility to evaluate the device, and the investigation is pending. A f/u report will be submitted if the investigation results require.